Event description:
It was reported that upon power-up of the programmer the screen remained dark. The power was recycled and the programmer was tried in a different room but the situation did not resolve. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that corrosion on the backlight inverter board made the display screen dark, when replaced the screen functioned correctly. Analysis also found that the case screw to hold the bottom foot on was broken off, that the speaker assembly was unable to be plugged in and that there was an error in the error log. The top case and speaker assembly were replaced, and the link electronic module was calibrated as well as software being reloaded and updated, to resolve. (B)(4).